Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the acetabular liner. The liner and cup were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number ; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Implanted on an unknown date approximately 22 years ago.

Event description:
It was reported patient underwent a left total hip arthroplasty approximately 22 years ago. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the acetabular liner. The liner and cup were removed and replaced.